Event description:
During a remote follow-up, episodes of post paced t-wave oversensing (pptwos) were observed on the device. No intervention has been performed at this time. The patient was stable with no consequences.